Event description:
It was reported that during a robotic prostatectomy procedure, both trocars were leaking while using 5mm instruments especially when the instruments were being torqued. These were the working ports. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). No device returned. Evaluation summary: the analysis results of the (B)(4) device (a) found that only the tyvek was received. Therefore, no functional testing could be performed to evaluate the event reported. The final quality release criteria were met before the batch was released for distribution. The analysis results found that the (B)(4) device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The (B)(4) device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: (B)(4), expiration date: unk, manufacturing date: unk.